Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve side assessed as cracked valve seat diaphragm valve. Additional observations: creases are observed. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.